Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manage (stm) evaluated the iabp and was unable to duplicate the alleged malfunction. The stm performed full calibration, functional, and safety tests per factory specifications. The iabp was cleared for clinical use and returned to the customer.

Event description:
The customer reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) went into standby on its own. No harm to patient. No other patient info available. No adverse event reported.